Event description:
It was reported that the customer's insulin pump screen was scratched upon taking it out of the original box, making the device difficult to read. The customer was advised to discontinue use of and to return the insulin pump for analysis and a replacement. The customer's blood glucose value was reported as 147 mg/dl.

Manufacturer narrative:
Findings: pump received with minor scratched lcd window.